Event description:
It was reported that the ilet system appeared to maladapt due to inconsistent or missed meal announcements while the user alternated between caregivers, leading to correction dosing that contributed to a low glucose episode followed by large oral glucose intake and subsequent hyperglycemia. The user was temporarily disconnected and managed with injections until a factory reset was performed and the device was later reconnected, with concerns centered on user technique and the user interface. Symptoms included hypoglycemia and hyperglycemia ranging from 40 mg/dl to 400 mg/dl accompanied by dizziness, headache, and nausea. Outcomes included minor injury of hypoglycemia resolved with oral glucose and no lasting impact. Investigation included communication with caregivers, and review and analysis of information provided by the user and third parties. Investigation of this case revealed no device problem and a usage problem associated with improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.